Event description:
It was reported that during a vesicle by laparoscopic procedure, when they went to tie the cystic duct, the jaws of the instrument did not open. They had to take other steps to remove the instrument and tie the structure. It is estimated that the intervention to remove the instrument took approximately fifteen to twenty minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.